Event description:
A report was received that the patient's ipg was shorted out and the charging mechanism might have been damaged following a non-device related procedure wherein electrocautery was used. It was also reported that the patient had a rash and believed that it was a reaction from the device. The patient will undergo an explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient will not proceed with the explant procedure. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was shorted out and the charging mechanism might have been damaged following a non-device related procedure wherein electrocautery was used. It was also reported that the patient had a rash and believed that it was a reaction from the device. The patient will undergo an explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.